Event description:
A patient reported blood glucoser results of "130mg/dl and 500mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.